Event description:
Ous MDR - after an implantation period of about 35 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the lead demonstrated a rubbed through insulation in the distal part of the lead. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.